Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative(pt rep) regarding an external device. Patient(pt) was on speaker during the call as well. The reason for call was caller stated since about 2-3 weeks ago their cords are loose in the controller port and they have to wiggle them to connect. Caller also reported a significant rattling noise inside their controller. Agent sent request to repair for replacement controller. Pt rep. Called back and said they were using the replacement controller, but pt noticed the recharger getting hot where cord met paddle. A replacement recharger telemetry module (rtm) was sent out. Pt rep. Said they had two rechargers that were getting hot(pt was using spouse's recharger) and was mixing up the rechargers(between caller's recharger and spouse's recharger).